Event description:
It was reported that the lens was explanted because the patient was unhappy with his far vision. It was replaced with a dib00 lens, +27.0d. No further details were provided.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: the exact date is unknown, between implant on (B)(6) 2022 and explant on (B)(6) 2023 of the lens. Initial reporter name and address: telephone number: (B)(6). Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.